Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 08-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-002115031

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the dilator broken issue was observed. The vizigo sheath was set up but the dilator was broken and there was resistance with the sheath. The vizigo sheath was replaced, and the problem was resolved. The procedure continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices was a known occurrence. If resistance was encountered, the system may be withdrawn as a unit. This was a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The dilator broken issue was assessed as MDR reportable.